Event description:
It was reported that the patient had twiddled the atrial lead back into the device pocket. The physician elected to explant and replace the atral lead. The patient was stable pre, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.